Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer had not addressed the "high" bg at the time of call. Customer reverted to an alternate method of insulin therapy.